Event description:
N/a

Manufacturer narrative:
Corrected fields: h11. Updated fields: b4, g1- contact person at mfg site, g3, g6, h2. After further review, the previous emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Updated fields- b4, b5, b6, b7, d10, e3, g3, g6, h2, h6 (type of investigation, investigation findings, health effect impact codes and investigation conclusions), h11. A getinge fse was dispatched to evaluate the unit. Performed steps to reproduce the reported failure/error, yet the failure did not reproduce, now the unit continues to function as intended further complete the pm per the manufacturer¿s specifications. Precautionary service he replaced o-ring, buna-n 1-008 n70, both special seal, primary 9v battery alkaline (customer stock), and other see parts for complete list. Verification ran all the tests in accordance to the manufacturer¿s specifications. All tests are within range.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump had a gas loss alarm. There was no patient involvement.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump had a gas loss alarm. There was no harm reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit. Performed steps to reproduce the reported failure/error, yet the failure did not reproduce, now the unit continues to function as intended further complete the pm per the manufacturer¿s specifications. Precautionary service he replaced o-ring, buna-n, both special seal, primary 9v battery alkaline (customer stock), and other see parts for complete list. Verification ran all the tests in accordance to the manufacturer¿s specifications. All tests are within range.